Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited 2-toned beeping alarm. It was reported that the patient switched to a new cassette. No patient injury reported.